Event description:
It was found that the brakes were not engaging due to a broken brake assembly and a missing brake tip. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.